Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran sample probe, reagent probe 3 and ancillary probe calibrations. The cse replaced the water pump. The cse adjusted the time on the instrument. Regional support center instructed the cse to inspect the wash station and replace pinch valves. The customer ran additional (B)(4) samples and quality controls (qc), which were within expected range. The cse revisited the customer site on the next day and replaced the pinch valve silicon tubing assembly and then checked probe heights /position, aspirator probe display and the aspirator. The cse checked the dark counts and acid/base solutions, which passed. The cse ran qc, which was within range. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained upon repeat testing on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was originally tested on the same instrument, resulting (B)(6). The sample was repeated on an alternate instrument three times, all matching with the initial (B)(6) result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result on one patient sample.